Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 300 mg/dl, 227 mg/dl, 505 mg/dl at time of incident and treated with manual injection. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was on. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to check their settings. The customer stated that they performed high-pressure test and insulin pump had software error detected alarm, the customer repeated the high pressure test and test result was passed. Customer stated that they were able to clear and rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. The customer stated that they performed self-test and test result was passed. The devices will not be returned for analysis.